Manufacturer narrative:
The report of suspected pump thrombus could not be confirmed. Visual examination of the lvad¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the lead did not reveal any discontinuities or shorts. In addition, functional testing of the lvad under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The lvad operated as intended. No device-related issues were discovered during the evaluation of the lvad. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt was suspected to have thrombus determined by CT scan and outflow track. The pt was symptomatic. An explant was planned and completed.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.